Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history

Event description:
It was reported the patient ((B)(6)) experienced overstimulation and pain from her therapy system. The discomfort is reportedly felt down the patient's leg. In addition, it was reported the patient was losing feeling in her leg causing her to collapse. These issues reportedly occur regardless of the stimulation's use. A diagnostic test found no issues with respect to impedance measurements. Surgical intervention was undertaken to explant the patient's therapy system. However, the pain and overstimulation reportedly continue.